Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented to the hospital with shortness of breath. Upon interrogation of device, complete loss of sensing and capture were observed. Diagnostic imaging showed the lead had retracted back to the pocket due to suspected twiddler syndrome. The entire system was explanted and no replacement system implanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.